Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that the suppuration/purulence around the pump area occurred. Reportedly, the patient had scratched the area around the pump on his own which caused the pump to ¿rotate and fly out.¿ this was also reported that the pump was protruded with purulence in the surrounding area. As a result, the surround area had suppurated. The pump was reported to be exposed. The onset date was unknown. There was report that the pump might be removed and implanted again. The event was reported as not recovered. This was reported as unrelated to the investigational drug, catheter, pump, programmer and procedure. The severity was reported as serious. This device system delivered gabalon. Additional information was requested to clarify resolution and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# (B)(4), explanted: (B)(6) 2015, product type: catheter. (B)(4). Updated to serious injury at this time due to hospitalization and surgical intervention.

Event description:
It was further provided, that on (B)(6) 2015 the patient experienced a post surgical infection of the wound site was hospitalized that day. Pansporin was administered at one gram per day, twice via intravenous drip. It was reported that the investigational drug was not changed but that the gabalon dose was increased. This was deemed as serious. The investigational drug was not changed. This resulted in pump and catheter were explanted on (B)(6) 2015. The patient outcome was noted as recovered. This was unrelated to the investigational drug, not related to the pump, catheter, or programmer, but unknown if related to the procedure. Should additional information be received a supplemental report will be filed.